Event description:
It was reported that during an anterior resection procedure, the gun misfired and that the patient now has an ileostomy. Details are not clear. More details to come. The condition of the patient immediately after the event was stable.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Requested additional information. Additional information received on (B)(6) 2011: the stapler felt normal on firing. However it was noticed that the staples did not form into a b - but were fully open so no staple line was formed. The patient now has a permanent stoma. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.